Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed during carotid stenting, preventing proper hemostasis. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The event occurred when hemostasis was attempted at the femoral puncture site, and the user noted having training and prior experience. There were no visible signs of device or packaging damage before use. The femoral artery's suitability was verified via angiography, confirming an insertion angle between 30-45 degrees and a vessel diameter equal to or greater than 5 mm. Some plaque was observed at the puncture site, but there was no stent, no stenosis greater than 50%, no recent use of closure devices or manual compression, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm prior to the use of the exoseal vascular closure device (vcd). There was no difficulty connecting the non-cordis sheath with the vcd. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, and the indicator window turned solid black. When attempting to depress the button, it could not be depressed at all. At that time, the indicator window was solid black and had shown red during retraction. Excessive force was needed to fully depress the button (clarification attempted but not received). Additional event details were requested; however, not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found deployed. A non-cordis with no identified french size catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this functional analysis, the deployment simulation was successfully executed, and the deployment lever was able to be fully actuated without restriction during the evaluation. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, clarification was attempted to be obtained from the customer as it was later reported that excessive force was needed to fully depress the button; however, the device was returned with the button not depressed. Based on the conflicting information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed during carotid stenting, preventing proper hemostasis. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The event occurred when hemostasis was attempted at the femoral puncture site, and the user noted having training and prior experience. There were no visible signs of device or packaging damage before use. The femoral artery's suitability was verified via angiography, confirming an insertion angle between 30-45 degrees and a vessel diameter equal to or greater than 5 mm. Some plaque was observed at the puncture site, but there was no stent, no stenosis greater than 50%, no recent use of closure devices or manual compression, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm prior to the use of the exoseal vascular closure device (vcd). There was no difficulty connecting the non-cordis sheath with the vcd. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, and the indicator window turned solid black. When attempting to depress the button, it could not be depressed at all. At that time, the indicator window was solid black and had shown red during retraction. Excessive force was needed to fully depress the button. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.